Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. Customer's blood glucose level was 70 mg/dl. Customer stated that the pump was possibly exposed to sweat. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked display window, a cracked belt clip slot and cracked battery tube threads.